Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/03/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. No additional event or patient information is available.